Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 578 mg/dl. The customer treated with bolus on the pump and extra 2.3 units on top of the bolus. Customer stated that he changed out his infusion sets. The customer stated that the pump went silence. Customer declined to troubleshoot for high readings. The product was not returned for analysis.